Event description:
A system error se 2240 alarm was identified in the log of a returned homechoice device. Process step and cycle were not found in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error (se) 2240 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.